Event description:
Information was received indicating that during use of this smiths medical medfusion 4000 pump, the pump exhibited biomed error. It was reported that pump was taken out of service related to stopping while patient was in transport from cvor to cicu. Reported that the pump was infusing milrinone, which was chasing dex, epi and vaso post-operatively and patient pulled into room with bps 30s/20s and cyanotic. It is unclear if patient was having a phtn crisis or the lack of flow pushing inotropes caused an issue. No additional adverse effects reported.